Event description:
Case description: investigational result: novopen echo, batch number: mvg8x52 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Novorapid penfill® 3 ml 100iu/ml, batch number: nr7kv58 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, following updated imdrf code updated investigational result updated device related tab updated. Final manufacturer's comment: 27-may-2024: the novopen echo, the device under suspicion, has not yet been sent back to novo nordisk for assessment. Analysis of a reference sample did not uncover any issues related to the observed problem. Upon review, the batch documentation was found to be in order. Due to the limited information available about the handling of the suspected device, it is currently challenging to pinpoint a clear root cause concerning the functionality of the novopen echo. The patient, a 3-year-old with type 1 diabetes mellitus, requires precise insulin adjustments. Errors in product storage can impact insulin effectiveness, potentially leading to hyperglycemia. H3 continued: evaluation summary novopen echo, batch number: mvg8x52 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) suffered from hyperglycemia as his bgl reached 480-500 mg/dl [hyperglycaemia] the pen sometimes inject the adjusted dose normally but other times it does not inject insulin [drug delivery system issue] there was insulin leakage while giving the patient his doses [device leakage] pen was not stored inside the fridge [product storage error] suffered from swelling at the injection site [injection site swelling] case description: this serious spontaneous case from egypt was reported by a consumer as "suffered from hyperglycemia as his bgl reached 480-500 mg/dl(hyperglycemia)" beginning on (B)(6) 2024, "the pen sometimes inject the adjusted dose normally but other times it does not inject insulin(drug delivery system issue)" with an unspecified onset date, "there was insulin leakage while giving the patient his doses(device leakage)" with an unspecified onset date, "pen was not stored inside the fridge(product storage error)" with an unspecified onset date, "suffered from swelling at the injection site(injection site swelling)" beginning on (B)(6) 2024, and concerned a 3 years old male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid penfill (insulin aspart) (dose, frequency & route used- 2.5 iu, qd (0.5u at breakfast-1.5u at lunch-0.5udinner, in addition to0.5u if the patient needs a correction dose), regimen #2: 0.5u (returned to use) nr7kv58 06/--/2025) from (B)(6) 2024 for "type 1 diabetes mellitus". Patient's height: 90 cm patient's weight: 15.5 kg patient's bmi: 19.13580250. Dosage regimens: novopen echo: novorapid penfill: (B)(6) 2024, not reported to not reported; current condition: type 1 diabetes mellitus(since (B)(6) 2024). On an unknown date patient's rbs(blood glucose) was: 430 mg/dl, hba1c(glycosylated haemoglobin) is 10.5% done for diabetes diagnosis (before novo rapid usage) on an unknown date patient complained from an issue with np echo as the pen sometimes injected the adjusted dose normally but other times it did not inject insulin. Due to the technical issue in novopen echo on (B)(6) 2024 patient experienced swelling at injection site with pain (right leg) leaded to hard walking and on (B)(6) 2024 experienced hyperglycemia as patient's bgl(blood glucose) reached 480-500 mg/dl for 2 days. Patient replaced novorapid insulin with another insulin the swelling lasted for about 3 days (covered completely after making hot water compresses and using creams) on an unknown date there was insulin leakage while giving the patient his doses. It was reported that the pen was not stored inside the fridge. It was also reported pen training was offered and done by adjusting the dose counter to 30u and press the dose button, the piston rod and the mechanical parts moved normally (twice). Batch numbers: novopen echo: mvg8x52 novorapid penfill: nr7kv58, nr7kv58 action taken to novorapid penfill was reported as drug discontinued temporarily. On (B)(6) 2024 the outcome for the event "suffered from hyperglycemia as his bgl reached 480-500 mg/dl(hyperglycemia)" was recovered. The outcome for the event "the pen sometimes inject the adjusted dose normally but other times it does not inject insulin(drug delivery system issue)" was not reported. The outcome for the event "there was insulin leakage while giving the patient his doses(device leakage)" was not reported. The outcome for the event "pen was not stored inside the fridge(product storage error)" was not reported. The outcome for the event "suffered from swelling at the injection site(injection site swelling)" was recovered. Event abated after use stopped or dose reduced?: yes.